Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm occurred during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported that she got button error on the insulin pump. The blood glucose at this time was 168mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information provided.